Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading monitor read "low", and the meter bg reading was 300 mg/dl. Inaccurate cgm readings resulted in the customer experienced ongoing blood glucose (bg) levels displayed as "low". Reportedly, the customer consumed too much carbohydrates to address low bg which resulted in elevated blood glucose of 564 mg/dl. A correction bolus via the pump was delivered to address elevated bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.